Event description:
When the stimulation was on, the pt experienced pain and a burning sensation at the lead location that went into his spine and traveled down his legs. When the stimulation was turned off, it was just tender. It was noted that the more he turned the stimulation up, the more the pain he got down his legs. No trauma or accidents were associated with this event and his physician told him, it was because he was thin. The device had been turned off for the past 2 months. The pt met with the company rep and impedance measurements were >10000 ohms, on electrode 0 only. Impedances of 835 ohms were seen on electrodes 8, 9, 10, 11. Further information was requested.

Manufacturer narrative:
(B)(4).